Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that a capture malfunction was experienced. The device passed all automated and bench testing with no anomalies observed. The keypad had three buttons collapsing (on/off, lock and menu select button). Five case screws were also found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) experienced a capture malfunction. The device returned for servicing. No patient complications have been reported as a result of this event.